Event description:
A customer observed negatively biased vitros glu and tp results obtained on a single pt sample analyzed on a vitros 5, 1 fs analyzer. The results were reported to the physician who questioned the results. No other pt or qc results were affected. There was no allegation of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event concludes that error codes generated by the instrument and biased results observed by the user were most likely caused by a misaligned white reference assembly on the instrument. An ocd service engineer visited the site and verified that the white reference assembly was properly aligned. The analyzer has been returned to normal operational status. There was no allegation of pt harm as a result of this event.